Event description:
It was reported that during a da vinci-assisted surgical procedure, the system shut down during the case. The caller stated they had instruments installed and grasping tissue. The caller stated they got an error on the system that said to restart, the system arms went red, and then the system restarted. The caller stated that when the system powered, on the errors returned. The caller stated they were going to convert to laparoscopic. The caller then stated they rebooted the da vinci system a second time and this time it powered on without any errors. The caller stated the surgeon was now reconsidering going to laparoscopic and they may proceed with the robot. The caller stated the isi representative was in the room assisting and they would call back in if they needed further assistance. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the reported issue was identified during the procedure. The robot was attached to the ports at the time of the shutdown. There was no harm to the patient tissue. The procedure was completed robotically with the same system. The procedure was not converted to laparoscopic. The robotics coordinator noted that this particular system shuts down during cases and is fine upon restart. The robotics coordinator requested additional information from the clinical sales representative that was present for the procedure. Intuitive surgical, inc. (Isi) followed up with the csr and obtained the following additional information: after the system shut down, they restarted the system and used the instrument release kit (irk) to open the faulted instruments and removed them safely with no harm to the patient. The system then had another recoverable fault. They rebooted the system again, but the fault returned. They were nearing the end of the case, so the customer chose to use laparoscopic instruments in the same ports to finish the last 20 minutes of the procedure successfully.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vdcu (vi) board due to 170 and 307 errors. The system was tested and verified as ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date revealed the following possible related system errors: 170 - indicates that a given feature monitored by the feature health monitor is in an invalid state; 307 - a node configured to be present stopped responding. After initially being seen at startup, it disappeared. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The video display controller unit (vdcu) was visually inspected and no issues were found. The error logs were reviewed and a 307 error was present over multiple power cycles on the vdcu node. The error was not replicated during in-house testing.

Event description:
Refer to h11 for follow-up information.